Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture. The lead was reprogrammed to maximum output and the patient was confirmed to not be pacemaker dependent. Rhythmcare recommended performing an x-ray to evaluate lead position and integrity. Further intervention will be decided at the next follow up appointment. This lead remains in service. No adverse patient effects were reported.